Event description:
The customer reported the system displayed an iris pot error code which will prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The potentiometer was replaced. The system was then found to be operating as intended.